Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and a misload is evident, defined by an overlap involving 4 nodes. The misload was not identified by the implanting team, and the valve was attempted to be implanted, thus resulting in an infold at 80% during the first deployment. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Of note, a pre balloon aortic valvuloplasty was performed before the valve was attempted to be implanted. Fluoroscopic load inspection for the replacement valve was performed and confirmed a good load. Intra procedural images showed that the valve spontaneously dislodged after complete release. The cause of the dislodgement is not completely obvious. However, it could have been related to under expansion and malposition of the pigtail catheter. Subsequently, a balloon aortic valvuloplasty was performed prior to the second valve implantation. A second transcatheter valve was successfully implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a misload was observed as a crown overlap was observed past the fourth node. The misload was identified via fluoroscopy. The misload was noted to be due to a new valve loader. During the implant of the valve, an infold was observed on the first deployment attempt of the valve. The valve was recaptured and removed from the patient. A new valve and delivery catheter system (dcs) were used. A procedural delay resulted from the infold. No additional adverse patient effects were reported.